Manufacturer narrative:
This report is submitted on october 24, 2017.

Event description:
It was reported that the device was explanted (date not reported) due to an infection. Additional information has been requested but has not been made available as of the date of this report, october 24, 2017.